Event description:
Promus premier china registry: it was reported that third degree atrioventricular block occurred. In may 2019, the subject presented with stable angina and was refereed for cardiac catheterization. The index procedure was performed on the same day. The target lesion was located in the proximal left anterior descending artery (lad) extending up to middle lad with 85% stenosis and was 42 mm long with a reference vessel diameter of 3.0 mm. The target lesion was treated with pre-dilatation and placement of a 2.50 mm x 32 mm and a 3.00 mm x 16 mm promus premier stents in an overlapping manner. Following post-dilatation, the residual stenosis was 0%. Four days later, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2022, the subject was diagnosed with third degree atrioventricular block and was hospitalized on the same day for further evaluation and treatment. A permanent pacemaker implantation was performed to treat the event. Nine days later, in (B)(6) 2022, the event was considered to be recovered and resolved and on the same day the subject was discharged on aspirin.